Event description:
During the index procedure, the patient had an endeavor sprint drug-eluting stent implanted in the lad. Approximately 8 months post index procedure, the patient underwent a target vessel revascularization and had a stent implanted in the target lesion. The investigator assessed that the event was definitely related to the study device. The patient was re-hospitalized approximately 15 months post the index procedure due to an mi (non -target vessel). The investigator has indicated that the event was not related to the study device. The patient also had a non tvr two days post the mi (non -target vessel) event and an endeavor drug eluting stent was implanted in the om1. The investigator has indicated that the tvr was unrelated to the study device. Patient death occurred approximately 13 months post index procedure. Cause of death was cardiogenic shock and heart failure. It is reported that the patient had restenosis of the stents in the acx , cardiac surgery was performed and the patient died. Investigator indicated that the event was possibly related to the study device.

Event description:
Approximately 13 months post index procedure the patient underwent CABG surgery of the lad and the lcx. The investigator assessed that the event was possibly related to the study device.

Event description:
The previously reported mi event of 15 months post index procedure actually occurred 9 months post index procedure. It is reported that the patient suffered a second mi event approximately 13 months post index procedure. Investigator has assessed that the event was possibly related to the study device.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (death). (B)(4).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure - (myocardial infarction). (B)(4).

Manufacturer narrative:
(B)(4).